Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock lead impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. The patient was brought into the clinic following the alert detected through the remote monitoring system a couple of months ago and it was noted that all measurements were within normal limits. There were no adverse reactions to the patient and no high impedence alerts since. The lead remains in service. No adverse patient effects were reported.